Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen or button error alarm noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the buttons were unresponsive. The customer also reported that the insulin pump had a frozen display. The customer's blood glucose was 135 mg/dl at the time of incident. The customer stated that a button was depressed. The insulin pump will be returned for analysis.